Event description:
Device returned for air compressor failure. Device displayed a red pump service alarm after start up. Air compressor could be heard struggling during device start up. Log files were reviewed and found multiple air compressor failures. The device was opened to inspect for internal damage. Two of the four screw mounts for the main pcba on the front housing are damaged and the board is loose. The device was put into manufacturing mode to test the pneumatics system. The device failed to pass recharge testing and hardware testing, displaying a compressor failure. The installed compressor was swapped out with a new compressor. The pneumatics system was able to pass testing successfully with a new compressor installed.

Event description:
The following has been reported: biomed reported: pump problem red alarm ( 57001). A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.